Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention was performed, the patient would be monitored.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episode. The patient would be monitored.